Manufacturer narrative:
A clinical evaluation was performed. During a follow-up call, the pd nurse stated that the pt did not develop fever, pain, or an infection. The actual device was not returned to the manufacturer for a physical evaluation. The cycler was replaced. There was no additional info. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4)2011 to (B)(4) 2013.

Event description:
The peritoneal dialysis (pd) nurse stated that the pd patient had informed her yesterday the cassette was leaking and the pump module was all wet on his liberty cycler. The pt was seen in the clinic and was treated with prophylactic antibiotics. The pt used the cycler again, but there was leakage coming from the bottom of the cassette door. The cycler was replaced.